Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the cardiologist this patient experienced high power alarms, elevated pump flows, and increased lactate dehydrogenase levels. The patient was admitted to the hospital for treatment of suspected thrombus. Log files were analyzed. Alteplase was administered and pump powers and flows began to come down. The patient later received packed red blood cells and had a drain placed due to a hemothorax that developed after alteplase treatment. He later developed a second thrombosis event. The patient was administered two doses of alteplase which was later switched to prasugrel. The last report received indicated the patient is still hospitalized with acute kidney dysfunction, but with "adequate coagulation". Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and several high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.